Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had triggered a red alert due to a high out-of-range shock impedance measurement of 127 ohms. It was noted that this was a steady increase in shock impedance measurements, and may have been attributed to calcification. This rv lead remains in service at this time. No adverse patient effects were reported.